Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited an emergency room for high blood glucose on (B)(6) 2017 with blood glucose of 511 mg/dl. The customer was treated with bolus with pump. Troubleshooting was declined for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.